Event description:
It was reported that one day post-implant, it was discovered that the right ventricular (rv) lead had become dislodged. The physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, it was discovered that the right ventricular (rv) lead had become dislodged. The physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.